Event description:
The patient's lead and generator were received after being explanted due to an unknown reason. Product analysis was completed on the returned lead. Since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary could not be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Product analysis was completed on the returned generator. The device performed according to functional specifications with no anomalies identified. The generator's internal was reviewed. The generator was received in neos-yes condition. The last >25% change in impedance was from 614 ohms to 22117 ohms, which is high impedance. It is unknown whether this occurred post-explant or pre-explant. No further relevant information has been received to date.